Event description:
The customer received a blood glucose reading of 133mg/dl on the contour next link, retested on the contour next ez and the reading was 43mg/dl. He felt hypoglycemic and weak. He drank a can of (B)(6) and felt better. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The customer returned the test strips for evaluation. New strips and meter were sent to him.